Event description:
The pt was having a mr scan with the synergy body coil and on the second to last scan, the pt complained of the coil being hot. When the scan was completed, there was a redness seen on the pt's left abdomen. It was about 1/4" wide and about 4" long. The pt was released, but they called back later stating that he had a blister forming about size of a quarter.